Manufacturer narrative:
Batch review performed on 26-11-2024. Lot 2408723: (B)(4) items manufactured and released on 19-04-2024. Expiration date: 2029-04-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised. Batch review performed on 26-11-2024 on cup: mpact 01.32.156mh acetabular shell ø56 multi-hole (k132879) lot. 2346414 lot 2346414: (B)(4) items manufactured and released on 06-05-2024. Expiration date: 2029-04-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 26-11-2024 on liner: mpact 01.32.4048hc10a face chang 10° pe hc liner ø40/f (k183582) lot. 2312756 lot 2312756: (B)(4) items manufactured and released on 27-07-2023. Expiration date: 2028-07-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 26-11-2024 on other: screws 01.43.0020 cancellous bone screw ø 6,5 l 20 (k200391) lot. 2407053 lot 2407053: (B)(4) items manufactured and released on 06-05-2024. Expiration date: 2029-04-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 26-11-2024 on other: screws 01.43.0025 cancellous bone screw ø 6,5 l 25 (k200391) lot. 2312896 lot 2312896: (B)(4) items manufactured and released on 12-07-2023. Expiration date: 2028-06-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 26-11-2024 on other: screws 01.43.0025 cancellous bone screw ø 6,5 l 25 (k200391) lot. 2404323 lot 2404323: (B)(4) items manufactured and released on 25-03-2024. Expiration date: 2029-03-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 26-11-2024 on other: screws 01.43.0030 cancellous bone screw ø 6,5 l 30 (k200391) lot. 2410305 lot 2410305: (B)(4) items manufactured and released on 14-05-2024. Expiration date: 2029-05-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 26-11-2024 on other: screws 01.43.0040 cancellous bone screw ø 6,5 l 40 (k200391) lot. 2347824 lot 2347824: (B)(4) items manufactured and released on 01-03-2024. Expiration date: 2029-02-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a primary hip surgery on (B)(6) 2024. Subsequently, the patient came in reporting pain due to a fractured femur and the cause of the fracture was unknown. On (B)(6) 2024, the surgeon revised the medacta stem with a competitor stem and revised the medacta cup, liner and head with another medacta cup, liner and head. The surgery was completed successfully. Presently, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the medacta cup and liner to a competitor's product and revised the medacta head with another medacta head. The surgery was completed successfully.